Manufacturer narrative:
The insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The insulin pump was monitored for several days and no blank display or unexpected buzzing noted. The insulin pump was received with normal operating currents. No damage found on the lcd isolation tape noted. The insulin pump was received with cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. Customer's blood glucose level was 121 mg/dl at the time of incident. Customer was advised to discontinue the use of pump and revert to back up plan. Customer was advised that the pump will need to be replaced. Customer will return insulin pump for analysis.